Event description:
A malfunction on the pump was reported by the caller. The issue caused the customer's blood glucose level was 500 mg/dl. The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi). There was no need for external assistance. Technical support provided pump reset information and guided the caller in resetting the pump.